Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet was charging poorly, with battery level increasing from 11% to 20% after an hour on the charging pad, consistent with a device problem of premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature discharge of the battery and traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. Thank you for the prompt information.